Event description:
Left knee stiffness [joint stiffness]. Left knee swelling [joint swelling]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) male patient with a history of osteoarthritis, initials (B)(6) , who experienced knee stiffness and knee swelling after starting synvisc-one. The patient received an injection of synvisc-one in his left knee in (B)(6) 2010 (specific date not provided). The patient reported that about one month after getting synvisc-one, he began to experience knee stiffness and knee swelling. The patient required treatment for his symptoms. His knee stiffness and knee swelling were treated with naproxen and one cortisone injection. At the time of this report, the outcome of the patient was not yet recovered. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.